Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.960 volts, and the memory locations on the generator indicated that 0.258% of the battery had been consumed. The reported allegations of ¿detachment of component(s) setscrew¿ and ¿detachment of component(s) septum plug¿, was observed (as received prior to decontamination) in the pa lab. The setscrew is stuck in the septum ¿as received¿. After the setscrew was removed from the septum, the septum showed damage on the bottom side from the setscrew being extracted up into the septum. The setscrew shows mechanical wear possibly due to multiple insertions from the torque wrench, but the setscrew socket is not stripped. The returned torque wrench shows no visual anomalies. The returned torque wrench fully inserted into the returned setscrew. The setscrew was extracted up into the septum, which may have been a contributing factor the allegation of ¿detachment of component(s)¿. There were no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
A3 gender, corrected data: initial report inadvertently listed 'ni'.

Event description:
During a battery replacement, when trying to make adjustments to the generator pocket the surgeon noted the lead pin to be stuck. The surgeon went to unscrew the set screw which he noted to be stripped. Then the septum plug and hex screw became detached from the generator. The generator has been received and product analysis is still underway. No other relevant information has been received to date.